Event description:
It was reported that during an atrial fibrillation (afib) procedure, after the patient moved the carto 3 had a map shift. The patient was under general anesthesia but coughed. Once the patient was settled down it was discovered that the catheter icons were no longer aligned with the map. The catheter icons appeared to be displaced approximately 1 cm superior and posterior of previous map locations. No error messages were displayed. The acl function was in use during the case and both acl catheter (lasso nav) and the magnetic navigation catheter (thermocool sf) moved relative to the map in the same direction and the same amount.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, after the patient moved the carto 3 had a map shift. The patient was under general anesthesia but coughed. Once the patient was settled down it was discovered that the catheter icons were no longer aligned with the map. The catheter icons appeared to be displaced approximately 1 cm superior and posterior of previous map locations. No error messages were displayed. The acl function was in use during the case and both acl catheter (lasso nav) and the magnetic navigation catheter (thermocool sf) moved relative to the map in the same direction and the same amount. According to carto 3 instructions for use, when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated. The device history record review was performed. No anomalies were noted in manufacturing or service of this device.

Manufacturer narrative:
(B)(4).